Event description:
It was reported that insulin from the reservoir leaked past the o-rings. The customer mentioned that she pulled the plunger too far down. The customer smelled like insulin during normal use and she discovered that the reservoir was wet. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.